Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead exhibited noise and a high out of range pacing impedance measurement of greater than 2000 ohms. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on january 10, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead exhibited noise and a high out of range pacing impedance measurement of greater than 2000 ohms. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.